Event description:
It was reported that from a non-clinical environment, the charger of the mobile transmitter was melted in the charging port and remained stuck. The mobile transmitter was replaced due to overheating. No patient condition was reported.